Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pvi procedure, a severe drop in blood pressure was detected shortly (approx. 8min) after the transseptal puncture. A tee was performed and revealed a pericardial effusion. The pericardium was then punctured and a liter of blood was drawn. The patient was subsequently transferred to the intensive care unit in stable condition. The case was discontinued and no ablation was performed up to this point. No additional patient consequence to report.

Manufacturer narrative:
The suspect medical device was not returned for investigation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned later, the investigation will be reopened.